Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a loss of pain relief/therapy and a return of symptoms/target pain. The patient¿s spinal cord stimulation (scs) was not working to control her pain symptoms. The patient had a CT scan four weeks prior to (B)(6) 2017 where they found that her fist lumbar vertebrae (l1), l3, and l5 had ¿disintegrated¿/¿exploded¿ and the bone pieces had fallen down around the nerves in her back. The patient had cortisone injections two weeks prior to (B)(6) 2017, but they had worn off. The patient declined troubleshooting with the patient programmer as her hands were ¿deformed¿ from unrelated rheumatoid arthritis so she couldn¿t handle the patient programmer. The patient requested to speak to a local manufacturer representative (rep). The patient had been trying to reach one rep for a week but had no response. The issue began in (B)(6) 2017. It was noted that the patient did not have a managing healthcare professional (hcp). Additional information received from the patient reported that she had an appointment scheduled for (B)(6) 2017 at 9:40 am and that she would like to have a rep present. Additional information received from the patient reported that her transmitter was not working. The patient needed it to block her pain signal from the brain but it wouldn¿t work. It was noted that the patient had been injected nine times. She tried to recharge, but it wouldn¿t recharge. Additional information was received from the patient. It was reported that the patient met with a technician, but the device was still not working. The patient asked for help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient was seen on (B)(6)2017 and the device was interrogated by the manufacturer representative who advised the patient needed a new battery. The hcp stated the cause of the loss of pain relief and inability to recharge was determined to be that the battery needed replacement.